Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report which was submitted on march 15, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the adhesive of the bending section rubber was peeled off severely due to the deterioration and the glue of the distal end was deteriorated. Also, based upon the information from the user, the subject device was sterilized with sterrad 100nx flex cycle which was not recommended by olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the parts including of adhesive fell off from the distal end of subject device before the unspecified procedure. The intended procedure was completed with another similar device. There was no patient injury associated with this report.